Event description:
A distributor from denmark reported a malfunction with a pump categorized under "malf 3-0x2076." There was no reported adverse impact to the customer's blood glucose level. The malfunction code was not resettable, leading to the decision to replace the pump. However, the customer chose not to disclose the type of backup therapy they would use to maintain insulin delivery during this period.